Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be a stale stop command which led to an early sensor expiration. The reported event of an unspecified error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).